Manufacturer narrative:
Per the user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail tubing. Tandem technical support informed customer on how to removed air from the tubing. Customer reported not to have removed air during the loading process. Customer required no further assistance. Blood glucose was 160 mg/dl.